Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced air embolism and st elevation that required air to be aspirated. After pulmonary vein isolation (pvi) using varipulse catheter with vizigo sheath, when replacing the catheter to octaray, the sheath was retracted from the left atrium to the right atrium. During returning the sheath back to the left atrium, the hemostatic valve failure was observed. At the time of insertion of the varipulse catheter and pre-mapping with the octaray, at the beginning of the procedure, air contamination, etc. Was not observed and the procedure progressed without any problems. When proceeding the sheath to the left atrium again with the octaray, it could not be inserted in the left atrium. Therefore, the octaray was removed from the sheath, and a dilator and wire were used to proceed. During the process, it was confirmed on fluoroscopy that there was air in the pulmonary artery, and the air was aspirated. After confirming that the air had disappeared, the approach to the left atrium was resumed. When aspirating the air out of the side port, it was discovered that the air was mixed in and the air could not be aspirated out of the sheath, so the sheath was replaced to a new one. While the approach to the left atrium was performed again, st temporarily rose, and coronary angiography was performed to check for the presence of air. However, it was not confirmed by coronary angiogram (cag). In addition, the st returned to normal and the approach to the left atrium was resumed. The octaray was inserted into the vizigo, and the left atrium was mapped, and the procedure was completed after confirming that pvi had been achieved. After the procedure, air was removed from the side port of the replaced sheath, and when the presence of air was checked, it was found that air was also entering through the hemostatic valve. The patient did not experience any subjective symptoms, such as limb movement or aphasia, etc., and the procedure was completed successfully. The patient improved and did not require extended hospitalization. No specific findings were observed, and the patient was discharged two days later (in accordance with the schedule for admission and discharge). The hemostatic valve itself was not damaged. There were no abnormalities in the appearance of vizigo hemostatic valve. It is unclear whether the cause was due to the procedure or the product. Since there were no problems during initial use, it is possible that the hemostatic valve developed a problem during the procedure for some reason. No resistance was reported in regard to the octaray. The introducer was not used during catheter insertion into the sheath. During the procedure, the diameter size of varipulse itself was set to the maximum, but it did not open to a sufficient size. After the procedure, the diameter size was adjusted by turning the dial to the maximum and minimum sizes, but it was confirmed that it did not open to the appropriate maximum size. It was also confirmed that the wire had not broken. The varipulse catheter has not been approved by the us FDA and has not been marketed in the us at the time of the procedure; therefore, this complaint device and the reported issue do not meet usfda reporting criteria and is not MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced air embolism and st elevation that required air to be aspirated. After pulmonary vein isolation (pvi) using varipulse catheter with vizigo sheath, when replacing the catheter to octaray, the sheath was retracted from the left atrium to the right atrium. During returning the sheath back to the left atrium, the hemostatic valve failure was observed. At the time of insertion of the varipulse catheter and pre-mapping with the octaray, at the beginning of the procedure, air contamination, etc. Was not observed and the procedure progressed without any problems. When proceeding the sheath to the left atrium again with the octaray, it could not be inserted in the left atrium. Therefore, the octaray was removed from the sheath, and a dilator and wire were used to proceed. During the process, it was confirmed on fluoroscopy that there was air in the pulmonary artery, and the air was aspirated. After confirming that the air had disappeared, the approach to the left atrium was resumed. When aspirating the air out of the side port, it was discovered that the air was mixed in and the air could not be aspirated out of the sheath, so the sheath was replaced to a new one. While the approach to the left atrium was performed again, st temporarily rose, and coronary angiography was performed to check for the presence of air. However, it was not confirmed by coronary angiogram (cag). In addition, the st returned to normal and the approach to the left atrium was resumed. The octaray was inserted into the vizigo, and the left atrium was mapped, and the procedure was completed after confirming that pvi had been achieved. After the procedure, air was removed from the side port of the replaced sheath, and when the presence of air was checked, it was found that air was also entering through the hemostatic valve. The patient did not experience any subjective symptoms, such as limb movement or aphasia, etc., and the procedure was completed successfully. The patient improved and did not require extended hospitalization. No specific findings were observed, and the patient was discharged two days later (in accordance with the schedule for admission and discharge). The hemostatic valve itself was not damaged. There were no abnormalities in the appearance of vizigo hemostatic valve. It is unclear whether the cause was due to the procedure or the product. Since there were no problems during initial use, it is possible that the hemostatic valve developed a problem during the procedure for some reason. No resistance was reported in regard to the octaray. The introducer was not used during catheter insertion into the sheath. During the procedure, the diameter size of varipulse itself was set to the maximum, but it did not open to a sufficient size. After the procedure, the diameter size was adjusted by turning the dial to the maximum and minimum sizes, but it was confirmed that it did not open to the appropriate maximum size. It was also confirmed that the wire had not broken. The varipulse catheter has not been approved by the us FDA and has not been marketed in the us at the time of the procedure; therefore, this complaint device and the reported issue do not meet usfda reporting criteria and is not MDR reportable. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. In addition, the customer provided a video in which air and bubbles were observed while flushing the catheter. A back pressure test was performed, and a leakage was identified through the hemostatic valve. It also identified bubbles while negative back pressure test was performed. A device history record was performed for the finished device 60000401 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The damage observed on valve could have caused the leak and air issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The root cause of the adverse event remains unknown. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).